Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a knee procedure the placement of the rigidfix pins was difficult. The second sleeve stayed jammed. It was impossible to remove it from the patient. Use of another device.

Manufacturer narrative:
The complaint device was received and evaluated. The reported failure could be confirmed from the visible striation marks on the trocar where it had cold welded with the sleeve. The location of the trocar interlocking pins is superior to the mating portion of the sleeve. If the pins are not seated within these groves then the trocar is spinning within the guide sleeve causing enough heat and friction to cause the welding of the two parts. Therefore, this type of failure has been attributed to user technique issue. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The initial medwatch was originally filed as serious injury as the event description suggested some broken parts may have been left indie the patient. However, additional information was obtained that suggested the instruments used during the procedure only jammed and no parts were broken/ left inside the patient. This complaint is now considered " not reportable". This follow up is being filed to correct the information.

Event description:
Additional information received via email from the affiliate on (B)(6) 2017 the surgeon did attempt to remove the sleeve with a sleeve removal tool the sleeve did not break the surgeon was able to remove the sleeve this delayed the procedure 20 min the procedure was completed with another device no more than the 20 min of procedure extension drill and adaptator drill is coming back